Event description:
It was reported that the patients right hip was revised due to poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca 32mm size b liner (poly). An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a 32x46-49mm 10 deg ins durat was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patients right hip was revised due to poly wear.